Event description:
It was reported that the pump's quick bolus/wake button difficult to depress, which required multiple presses to turn on the pump screen. Blood glucose level was not adversely impacted and measured at 5.1 mmol/l, which was within the normal range. The customer removed the pump from its case to try to improve button accessibility, but the issue persisted. Customer reverted to using manual insulin injections to ensure uninterrupted insulin delivery.